Manufacturer narrative:
UDI -- unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported from biomarin that a patient went to the emergency department due to a positive cerebral spinal fluid (csf) culture and was hospitalized for an infection. The subject was afebrile with intermittent vomiting and lethargy. On an unspecified date, the patient had an implantation of an intracerebral rickham ventriculostomy (icv) set (codman shurtleff generic icv device). The model and lot number were not reported. The investigator assessed the event of csf culture positive as not related to treatment with bmn 250 but instead related to the icv device. According to the investigator, other possible etiological factors included an unspecified procedure. The antibiotics were stopped after the first two cultures were found negative for seven days. The subject did not miss any bmn 250 doses and subsequently had two since the event. It was determined that the staph epidermis that grew from the original culture was a contaminant. Additional information has been requested and, if received, the report will be updated.